Event description:
Approximately 5 minutes into dialysis, pt had a cardiac arrest. Physician believes it was an allergy to hemodialysis dialyzer. According to pt's family, pt had a reaction to this dialyzer brand at his previous dialysis facility which was not reported to the current facility prior to initiating treatment. Pt has esrd on hemodialysis for 5 years.